Event description:
It was reported that prior to starting a da vinci si surgical procedure the pk dissecting forceps instrument jaws allegedly did not open or close. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint. Engineering placed the instrument on an in-house is3000 system and it was driven; recognition and engagement passed. The instrument moved intuitively with full range of motion in all directions and the grips opened and closed properly. The functional performance testing did not find any issues. Engineering also found main tube damage. The distal end of the main tube had various scratch marks with light material removal. The scratches were .065 - .180 in length and not aligned with the tube axis. The evidence was inconclusive but the damage was likely cause by mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.